Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on(B)(6) 2023. Patient condition was stable.